Event description:
The ez35w was used during an lavh. The first ez35w jammed after reloading the unit. Another ez35 was opened and it was fired three times and then the blade broke. There was no consequence to the pt.

Manufacturer narrative:
D6; device was not returned for eval.